Manufacturer narrative:
Health effect - clinical code of ¿appropriate term code/no code available¿ represents ¿heart". The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with a reported age of (B)(6) and approximately (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered an electrocardiogram st segment elevation and was scheduled for a cardiac catheterization. During a cryo procedure (competitor¿s device), the physician noticed there were st elevations. The physician was inflating the cryo balloon in the left inferior pulmonary vein when the st elevations were noted. The procedure was terminated at that point. The pentaray nav high-density mapping eco catheter was only used during the mapping phase and was not in the patient's body at the time of the event. The st elevations resolved and the patient was admitted for overnight observation. It was confirmed that the patient was stable and that the patient was scheduled for a cardiac catheterization. The physician does not know what the cause of the event was at this time.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Initially this event was assessed as reportable under the pentaray nav high-density mapping eco catheter. After further review on 3/26/2021, a correction was noted to the reportability under the pentaray nav high-density mapping eco catheter as it should have been assessed as a not reportable concomitant product as the pentaray nav high-density mapping eco catheter was not inside the patient¿s body at the time of the event and the st segment elevation was noticed right after the cryo balloon catheter was inflated.